Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitreous cutter was uncomfortable as it could not cut or aspirate during surgery. The procedure type was unknown. The surgery was completed by replacing the product with another one. There was no patient impact.